Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage at the artery connection port of a polyflux 140h dialyzer. The reporter stated that no issues were noted during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.